Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to additionally indicate that the initial report source is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. It is possible that the image failure occurred due to damage on the internal circuit board of the scope or improper repair by non-olympus authorized service personnel. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during testing. Additionally, the insertion tube had been replaced with a non-olympus version. The distal end adhesive had also been replaced with a non-olympus version. The unit also failed the leak test as the distal end was found leaking. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer sent her olympus evis exera iii bronchovideoscope to a 3rd party repair facility for an unspecified reason. While the unit was being processed at the repair facility, it was discovered that the subject device was not producing an image. There was no patient involvement during this event.